Event description:
It was reported that the patient went to the emergency department (ed) and was admitted to the hospital on (B)(6) 2022. They had chest pain and worsening shortness of breath. The patient said that a week prior they had fever, cough, congestion, and runny nose consistent with a viral illness. The patient had a fever of 100.6 °f which has now resolved. They had mild shortness of breath on (B)(6) 2022 as well as increased lower extremity edema in their ankles and feet. These symptoms persisted up until the patient was admitted where they started having left-sided chest pain and dyspnea. The patient's cardiologist recently stopped their entresto (sacubitril-valsartan) 9 days prior on (B)(6) 2022 because the patient appeared to be dehydrated. They have not been eating or drinking much for the last few days. Additional information revealed that, as the patient was about to be discharged on (B)(6) 2022, they coughed up sputum with a few streaks of blood. This occurred while the patient was on anticoagulant medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency department on (B)(6) 2022. As the patient was about to be discharged on (B)(6) 2022, they coughed up sputum with a few streaks of blood and had one episode of vomiting. This occurred while the patient was on anticoagulation drugs. Chest x-rays were performed on (B)(6) 2022. A computed tomography (CT) scan was also performed on (B)(6) 2022. The x-ray performed on (B)(6) 2022 showed cardiomegaly with findings of mild pulmonary edema and bibasilar atelectasis. Findings on (B)(6) 2022 were suggestive of pulmonary edema but multifocal pneumonia was difficult to exclude. The CT scan showed right greater than left bibasilar and slightly centrilobular glass consolidation, concerning for infectious or inflammatory bronchiolitis including aspiration pneumonitis. With the timeline of very acute onset hypoxia, cough, and dyspnea with associated right lower lobe centrilobular ground glass opacities, as well as very significant improvement in symptoms in less than 24 hours, aspiration pneumonitis was the most likely differential. Bacterial pneumonia was less likely but could not be excluded and the presentation did not fit with worsening of congestive heart failure exacerbation. Methicillin-resistant staphylococcus aureus nares were negative and a plan was made for antibiotics to be deescalated to augmentin. Hemoptysis was resolved which was likely due to a coughing fit in the setting of anticoagulation. The patient was diagnosed with acute on chronic heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and patient conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 21dec2021. No further information was provided. The manufacturer is closing the file on this event.